Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the client had two drivers that failed on cardiac arrest patients. Each driver failure was with a different driver than the other. The client had the first driver failure 4-5 months ago on cardiac arrest patient. It was said that the needle could not penetrate the bone. They took that driver out of use. One month ago the 2nd driver failed. The needle could not penetrate the bone. Deaths reported in both cases were not attributed to the device failure. It was reported that there were multiple responder on scene so they were able to replace the drivers that failed.

Manufacturer narrative:
Qn#: (B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 05/2013 and is approximately 5 years old. (B)(4). Other remarks: the complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that the client had two drivers that failed on cardiac arrest patients. Each driver failure was with a different driver than the other. The client had the first driver failure 4-5 months ago on cardiac arrest patient. It was said that the needle could not penetrate the bone. They took that driver out of use. One month ago the 2nd driver failed. The needle could not penetrate the bone. Deaths reported in both cases were not attributed to the device failure. It was reported that there were multiple responder on scene so they were able to replace the drivers that failed.